Event description:
During a thoracoscopic wedge resection the surgeon fired the ez45b once. The device was reloaded and fired a second time. The surgeon then had difficulty opening the jaws of the device after pressing the black release button at the rear of the device. The surgeon had to use significant force to pry apart the handles of the device to open the jaws. No further stapling was required in the procedure. There was no consequence to the pt.